Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor was unable to fire pulses) was due to the monitor's belt receptacle¿s pulse pin being broken free from the monitor enclosure, causing the monitor to not pass detect and treat testing. The root cause for the damaged receptacle pin was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to fire pulses.